Event description:
The device user (du) reported that after about one hour of perfusion with liver on board they experienced power issues. During troubleshooting it was noted that the graphical user interface (gui) displayed message code 80 (low battery). The battery charging symbol was not illuminated on the gui screen and the green led light on the mains power switch was not illuminated. Du stated the mains battery was not charging and the battery life was dropping rapidly. Du noted that the gui screen had turned off, though it was illuminated during troubleshooting. Du tried multiple outlets with the original power cord and a power cord from a backup device without success. Du stated the power cord seemed loose and could occasionally charge the device by manipulating the power cord. Du decided to remove and cold flush the liver. Du considered discarding the liver due to the power issue, but the battery began charging and the power symbol displayed on the gui screen. Du confirmed that the device was plugged into the same outlet using the same power cord as before. Du did note that the power cord appeared to be loose, but they did not believe this to be the cause of the battery issue. The donor liver was able to be transplanted successfully.

Manufacturer narrative:
A retrospective review of complaint files was completed to identify complaint records requiring remediation and MDR reporting. During the initial retrospective review, this event was mistakenly categorized as not reportable. Subsequently, the complaint details and service reports were reviewed again and the event was deemed to be reportable. This MDR is being submitted as part of a remediation effort. A service engineer (se) evaluated the device at the customer site. The power inlet socket was determined to have a faulty connection which caused intermittent issues with charging the batteries. The issue was resolved by replacing the power entry module.